Event description:
A report was received that the patient had tenderness at the ipg site. The patient was prescribed lidocaine patches which helped with the pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg).